Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report #: 1627487-2015-07573. It was reported the patient had a fall and could no longer receive effective stimulation due to lead migration. As a result, the patient's leads were explanted and replaced with a different model. The issue was resolved by surgical intervention.